Event description:
Initial report: this spontaneous case was reported by a physician (dermatologist) and a company rep on (B)(6) 2012. A (B)(6) female had been treated three times with poly-l-lactic acid (sculptra, batch-no unk) for cosmetic skin procedure. Treated areas: cheeks, cheekbone, and corner of mouth. Therapy dates: two sessions in 2008, dosage: 1/2 bottle of poly-l-lactic acid in 7 ml water; third session took place in (B)(6) 2010 with 1 bottle of poly-l-lactic acid in 7 ml water. Approx one year ago (2011) formation of visible nodules was detected (no signs of inflammation but collagen nodules). At the time of the report, there was one almost unnoticeable nodule located in left cheek and two visible nodules located in right cheek with a size of a lentil. A corrective treatment with intralesional cortisone is under discussion. Neither medical history nor concomitant medication were provided.